Manufacturer narrative:
(B)(4).

Event description:
Procedure: cholecystectomy. According to the reporter: the product was broken into pieces when it was in contact with the liquid from the syringe. Vessel was severed with ligasure but pt status is fine. Operating room time was extended longer than 30 minutes. No tissue damage or additional blood loss.